Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline was implanted without issues; however, it shortened as the pushwire was being removed from the patient. The pipeline and pushwire were removed from the patient. Another pipeline (4.25mm x 20mm) was deployed in the patient, but it could not be released from the capture coil and was also removed from the patient. A new pipeline was implanted in the patient without issues. It was reported that the patient expired several days after the procedure; however, it was not related to the surgery.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).